Manufacturer narrative:
The ICD first underwent a status interrogation, which displayed the device status eos. The ICD had been implanted for a period of 64 months, and 31 charge processes had been documented. During the electrical analysis, the memory content of the ICD was checked first. The available iegm from (B)(6) 2017, 08:21 am, showed interference signals in the ventricular and in the ff channel. It was also noted that the battery status eos was detected at that time. The frequency and morphology of the sensed interference, as well as the eos detection, are with high probability the result of the influence of a strong external magnetic field. It was reported that an MRI exam was performed, even though this implant is not an MRI-capable implant. The signal sensing of the ICD was then checked and proved to be free of noise. The ICD sensed supplied signals free of interference. The eos state was removed with a technical programmer, and the device then showed the state mol 1. The battery voltage of 2.76 v indicates a charged battery. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time, in particular, was unremarkable. There were no indications of a device malfunction, the device proved to be fully functional.

Event description:
Ous MDR - it was reported that this ICD could not be interrogated after the patient had undergone an MRI procedure. The physician reportedly knew that the device was not a promri device.